Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4). Reason for original complaint - bilateral patient. Legal claim alleges that patient has dangerously elevated metal levels in her blood and tissues due to the pinnacle metal-on-metal implants she has implanted on both hips. They allege that the implants are shedding metallic debris, resulting in cobalt toxicity, severe pain, an inability to walk without a crunch, limping, stepping in a shuffling manner, and an inability to sleep due to pressure and pain. She is scheduled for revision surgery on her right hip on (B)(6) 2012, and she plans to have her left hip revised three to four months thereafter. Update (B)(4) 2013 - the complaint has been reopened because it has been reported that the patient underwent a revision of their left hip on (B)(6) 2013 to address pain and abnormal MRI findings. Part and lot information was provided, as well as patient age, age, height, weight, and activity level. Update (B)(4) 2015 - medical records reviewed for patient and complaint harms. After review of the revision operative note for the right hip, the note indicated pain, adverse tissue reaction, corrosion on the stem, and metal ions levels before 7ppb (cobalt 2.4ppb & chromium 2.6ppb). There was no mention of metal debris in the right hip. The stem is now being added to the complaint. No intra-operative complications were noted. This complaint was updated on (B)(4) 2015.

Manufacturer narrative:
UDI: (B)(4).